Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut off. Blood glucose (bg) was above 414 (mg/dl) and the customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with insulin. Twelve hours later, the customer was released from the hospital with a bg of 144 (mg/dl) feeling okay, and the issue resolved. Reportedly, the customer had an alternate pump available for insulin therapy.